Event description:
Customer's mother reported the hospitalization due to low blood glucose. Customer had a seizure. The current blood glucose reading is 78 mg/dl. Customer has treated with food. The blood glucose reading at the time of the event was 168 mg/dl. Caller requested a replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was operating within specifications. The device passed all functional testing. The insulin pump was received in with cracks at the display window, reservoir tube lip, battery tube threads and a scratched liquid crystal display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.